Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated and verified to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.